Event description:
Nurse reported customer being hospitalized due to high blood glucose levels; blood glucose level at time of hospitalization was 571. Troubleshooting was done, found the some programming was incorrect; pump apperared to be functioning properly.